Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the multiple cartridges during the load sequence. The customer alleged that when attempting to fill the cartridges with insulin, the septum material "broke." Customer changed the cartridge two times to resolve the issue. Customer¿s blood glucose was 306-307 mg/dl.